Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hypotensive and had developed sepsis and/ or possible perforation. The implantable pulse generator (ipg) system remains in use. No patient complications have been reported as a result of this event.